Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation, however, a review of the event trace log indicates that the reported event, "vent inop", was last logged on (B)(6) 2019. The alarm logged as a "ln vent1" condition. Additional review of the event trace revealed the "ln vent1" conditions were due to battery empty conditions.

Event description:
It was reported to vyaire medical that the ventilator would turn off and alarm "vent inop". There was no report of any patient involvement associated with this reported event.